Manufacturer narrative:
As received, a complete lead was returned for analysis. Visual and x-ray analysis did not find any anomalies with the exception of damages found at the connector region. The damage found is consistent with procedural damage. The reported events of a bent helix and twisted lead insulation were not confirmed.

Event description:
During the implant procedure when extending the helix, the lead became bent and twisted. The lead was replaced to resolve the event and the patient was in stable condition.